Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was further reported that the volume discrepancies were due to the actual residual volume being greater than the expected residual volume. It was noted that the pump was going to be replaced because it was only a few months until end of life (eol). During the replacement, they would probably try to aspirate the catheter. No further complications were reported.

Manufacturer narrative:
Patient code (B)(6) is no longer applicable. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer via a manufacturing representative (rep) on (B)(4) 2018. The rep reported the y had been told by the patient that their pump has had more drug in it during refills than what the 8840 clinician programmer says the pump was supposed to have. It was unknown when the issue began. It was reported the patient had experienced an increase in pain. There were no known environmental/external/patient factors that may have led or contributed to the issue. It was indicated the patient has a doctor appointment scheduled for (B)(4) 2018 to have the pump examined. The rep planned to help troubleshoot. No actions had been taken yet. The rep indicated they would have a plan of action to address the issue after the (B)(4) appointment. Therefore, the issue had not been resolved at the time of the report. The patient's status at the time of the report was provided as "alive-no injury." Other medications being taken by the patient, patient weight, and medical history were unknown.

Event description:
Information was received from a consumer regarding a patient who was receiving morphine (unknown concentration and dosage) via an implantable infusion pump for non-malignant pain and chronic low back pain. It was reported that a volume discrepancy was reported, where the patient was "short medication." The volume information was asked but unknown. The patient had volume discrepancies at her last two refills. Her second refill was in (B)(6) 2017. The patient reported that her healthcare provider (hcp) is aware of the volume discrepancies and bumped up her medication by 10%. The patient reported that at the time of the report, she was going in every 3 months instead of 6 for refills. The patient reported that she thought she needed to have her pump out. It was reviewed to work with the hcp in regards to replacement and to send the device back to the manufacturer if explanted or replaced. No patient symptoms were reported. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the implantable infusion pump (s/n (B)(4)) found no anomalies. If information is provided in the future, a supplemental report will be issued.